Event description:
Underdelivery reported. The pump was in use infusion 2l bags of tpn over 12 hrs with one hr taper up and down cycles. Over a period of approx two weeks, the pt reported intermittent problems with the tpn bags running out anywhere from 45 minutes to 2 hrs early. The pt reports various alarm conditions throughout that time period, including air in line. The pt is an rn who would troubleshoot the alarms without assistance from homecare personnel. The amounts of solution used for flushing and re-priming and the troubleshooting techniques used were not specified. The pt did not experience any adverse effects. No add'l info was available.